Event description:
It was reported that at a follow-up clinic check, the device could not be interrogated and no pacing was observed. It was noted that some time ago, the patient had fallen and had a bone fracture. The patient has symptoms of dementia. The device was explanted and replaced with no adverse health consequences.

Manufacturer narrative:
The reported events of no output and no telemetry communication were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, indicating elevated current drain, consistent with moisture damage, depleting the battery prematurely, and resulting in the reported event. Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.